Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device dislocation") in a 36 year-old female patient who had essure inserted (lot no. Cs000x7,d06929) for female sterilisation. The patient had a medical history of overweight. Previously administered products included: depo provera and mirena. Concurrent conditions were listed as pelvic pain and abnormal uterine bleeding since 2023. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. At an unknown time, she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy with visual d&c, laparoscopy,mirena iud placement). The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.906 kg/sqm. Ultrasound scan on (B)(6) 2015: patient presents today for follow up ultrasound: fetal size, iugr (76816) for loss of one twin with retention. Assessment screening for growth retard. Twin pregnant with fetal loss/retention one fetus, antepartum complication. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device dislocation") in a 36 year-old female patient who had essure inserted (lot no. Cs000x7,d06929) for female sterilisation. The patient had a medical history of overweight. Previously administered products included: depo provera and mirena. Concurrent conditions were listed as pelvic pain and abnormal uterine bleeding since 2023. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy with visual d&c, laparoscopy,mirena iud placement). The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.906 kg/sqm. [Ultrasound scan] on (B)(6) 2015: patient presents today for follow up ultrasound: fetal size, iugr (76816) for loss of one twin with retention. Assessment ¿ screening for growth retard. ¿ twin pregnant with fetal loss/retention one fetus, antepartum complication batch no~(B)(4) production date - (B)(6) 2015 expiration date (B)(6) 2018 batch no~(B)(4) production date~ (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.